Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to fields d10, g2, and h6 type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions of the ceramic tip break and a damaged yellow/grey sealing ring were found. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested events, it is likely the damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. It is also likely that the damage to the sealing ring was caused by wear and tear, or lack of maintenance. There is a high probability that a damaged sealing ring may cause a leakage at the inner sheath. The event can be detected/prevented by following the instructions for use which state: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid endoscope sheath's ceramic tip was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.